Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a decrease in sensing and an increase in capture on the right atrial (ra) lead that resulted in undersensing and a loss of capture. The device was reprogrammed to deactivate the ra lead. The patient was stable.